Event description:
The pt was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device was functioning. Surgery to explant the pt's device will be scheduled.